Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be observed. Iol (intraocular lens) was returned outside of the device. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside the nozzle. No damage observed. The lens was returned outside of the device in a zip lock bag. Solution is dried on the iol. The optic has fibers and particulate attached to the solution. The haptics are intact. The product investigation could not identify the root cause for the reported complaint "iol became unclean, haptic was also unusual, insertion failure, in & out" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Multiple particulates were adhered to the iol with solution. No confirmation can be made on "iol became unclean" and if the iol contributes to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, insertion failure occurred, and the iol became unclean when inserted and the haptic was also unusual. The lens was explanted during initial procedure. The surgery was performed and completed by using unspecified lens. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).